Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through visual evaluation. The returned mallet shaft was confirmed to be fractured. Visible wear and rust markings on the device indicate that it was used many times. The device history records were reviewed and no discrepancies were identified. Corrective and preventative action led to a modification in design to move the step and thread form further into the handle, where the features would see much less of the high stress experienced where the shaft exits the handle. The reported device was manufactured prior to the changes. Investigation results concluded that the reported event was due to the design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. Once the evaluation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during loan kit inspection, the mallet handle was noticed to have fractured off the mallet shaft. No patient consequences have been reported as a result of the malfunction. Additional information on the reported event is unavailable.